Event description:
I am a clinical researcher, pediatric endocrinologist, and person living with type 1 diabetes. My own research focused on cgm and aid systems. I use the dexcom g7 with the tandem control iq algorithm in a tandem x2 insulin pump. There have been repeated concerns for dexcom g7 accuracy and device failures since the FDA first issued an alert in march 2025. I am summarizing the details below and can also provide detailed reports from dexcom clarity upon request. Early on the morning of friday (B)(6) at 1:38am I was receiving falsely low cgm glucose readings- a fingerstick glucose was 70 mg/dl while the sensor was reading "low." On monday (B)(6) at 3:48pm, the cgm glucose again read "low" whereas a fingerstick was 73 mg/dl. On the morning of tuesday (B)(6) at 7:32am, the sensor read 50 mg/dl however a fingerstick glucose was 108 mg/dl. On tuesday (B)(6) at 4:25pm the sensor read 108 mg/dl, however a fingerstick glucose was 55 mg/dl. As the FDA is well-aware, using a markedly inaccurate icgm in conjunction with an ace insulin pump as part of an iagc has the potential to cause significant underor over-doses of insulin. As a trained healthcare professional (hcp) and expert in diabetes technology, I have been fortunate to recognize these problems before any serious adverse events occurred. However, not all people with diabetes have this level of training and will be capable of recognizing and managing these sensor inaccuracies. Not reported here are the countless sensor failures that lead people with diabetes to run out of cgm supplies, which are necessary for preventing both hypo- and hyperglycemia, severe hypoglycemia, and dka as part of aid systems (including the ilet which will stop insulin delivery when no cgm data are available after 72 hours). A warning to dexcom is not enough- these faulty sensors need to be removed from the market before more serious safety events occur.